Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl. Customer stated that started having high blood glucose since she took prednisone. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using bolus. Customer stated the drive support cap appeared normal. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.